Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with an implantable neurostimulator 97715 intellis adaptivestim pain experienced pain, discomfort, soreness, and a pinching sensation at the implantable neurostimulator site, as well as a burning sensation at the incision and pocket site of the implantable neurostimulator generator. The patient stated that while sitting in a chair, the incision and pocket site began to feel very warm and burn for approximately 30 seconds, after which the sensation subsided upon movement. The issue was resolved. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.